Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: product ID: 407652 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that both the atrial and right ventricular (rv) leads dislodged during an atrial ablation procedure and atrial lead pocket revision. The leads were explanted and replaced. No patient complications have been reported as a result of this event.